Event description:
A caregiver reported that her son obtained lower readings from the freestyle libre 2 sensor compared to readings obtained on an adc meter. The customer obtained a lower sensor scan compared to reading of 2.9 mmol/l and was treated with glucose juice and lift glucose tablets. The customer became red and pale, and required correctional treatment of insulin (dose/type unknown). There was no report of death or permanent injury associated with this event. A sensor reading of 2.9 mmol/l was taken in comparison to readings of 15.2 mmol/l, 15.4 mmol/l, and 17.8 mmol/l on an adc meter, and these results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.